Event description:
Hospital reported that a convenience kit which is packaged in a hard pack tray, was received with a portion of the lidstock unattached. The kit was returned to namic and was not used on a patient.